Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported shortness of breath is directly related to the filter and unable to identify a corresponding failure mode at this point in time.

Event description:
Attempted retrieval on (B)(6) 2014 was unsuccessful. Per operative report (attempted filter retrieval), dated (B)(6) 2014, "wide patency of the inferior vena cava unsuccessful attempt at retrieval of an embedded ivc filter. There is significant tilt within this filter and it is believed this to be a potential cause of paradoxical pe. A second ivc filter was placed in the suprarenal location."

Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2017-01857. New information was received identifying that the product was a cook inc. Manufactured device. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff received an implant on (B)(6) 2010 via the right jugular vein due to pulmonary embolism and renal failure requiring hemodialysis. Plaintiff is alleging tilt, shortness of breath, heavy legs. An unsuccessful retrieval attempt was conducted on retrieval (B)(6) 2012 due to the legs being firmly attached to ivc wall. Patient alleges a second attempt to retrieve the filter was made in 2012. Additional information provided determined that this device was manufactured by cook inc.

Manufacturer narrative:
Correction: type of reportable event: serious injury. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "device is unable to be retrieved, embedded, tilt, shortness of breath, heavy legs." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. It is unknown if the reported heavy legs is directly related to the filter and unable to identify corresponding failure mode(s) at this time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.